Event description:
It was reported via repair work order that the lock bar strut was broken and the seat section weldment was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.